Event description:
Champion af study. It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced a cerebral vascular accident. No further information on the status of the patient is available.